Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Correction: device MFR date.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Depuy synthes mitek received and evaluated the complaint device. Visual inspection of the device revealed the device was broken in two pieces. The screw was broken towards its distal end along the screw thread. Additionally, a small crack in the distal tip of the screw was noted. The pattern of the screw break along the thread line indicates potential use of excess torsion during insertion. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. A device history record review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Results indicate that this batch of product was processed with a non-conformance unrelated to the reported incident and therefore there is no internally assignable cause for the reported problem. Review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of (B)(4) devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the knee, it was observed that the milagro inscr small size 5x23 device broke upon screwing. It was unknown if there was a delay; however, it was reported that an identical spare device was used to complete the procedure. It was unknown if the same bone hole was used to complete the procedure. It was reported that everything was removed from the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.